Event description:
It was reported that a catheter issue occurred. The patient presented with eschemia. The 70+% stenosed target lesion was located in the moderately tortuous and non-calcified left circumflex artery. There was 80-90 degree angulation at the ostium. An opticross 6 hd imaging catheter was advanced over the runthrough wire for intravascular ultrasound (ivus) examination of the target lesion without resistance. When the motor drive unit (mdu) was turned on, the catheter jumped forward slightly and then seized up. The mdu was turned off and an error message appeared. The mdu was turned on again and the catheter seized up once more. An attempt was made to remove the catheter but there was difficulty and the catheter looked knotted in the left main coronary. An attempt was made to remove both the wire and the catheter, but it was unsuccessful because the guide catheter was seated deep in the artery. The guide catheter was pulled back into the aorta, the wire and opticross catheter pulled into the guide, and the three devices were able to be removed together and intact. No further ivus was done, and a stent was implanted to successfully complete the procedure with a 5-10 minute delay. No patient complications were reported, and the patient status was stable.

Event description:
It was reported that a catheter issue occurred. The patient presented with ischemia. The 70+% stenosed target lesion was located in the moderately tortuous and non-calcified left circumflex artery. There was 80-90 degree angulation at the ostium. An opticross 6 hd imaging catheter was advanced over the runthrough wire for intravascular ultrasound (ivus) examination of the target lesion without resistance. When the motor drive unit (mdu) was turned on, the catheter jumped forward slightly and then seized up. The mdu was turned off and an error message appeared. The mdu was turned on again and the catheter seized up once more. An attempt was made to remove the catheter but there was difficulty and the catheter looked knotted in the left main coronary. An attempt was made to remove both the wire and the catheter, but it was unsuccessful because the guide catheter was seated deep in the artery. The guide catheter was pulled back into the aorta, the wire and opticross catheter pulled into the guide, and the three devices were able to be removed together and intact. No further ivus was done, and a stent was implanted to successfully complete the procedure with a 5-10 minute delay. No patient complications were reported, and the patient status was stable.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imaging window was torn/split, kinked, and twisted. Media provided by the site was inspected and showed the imaging window was kinked and twisted.